Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The low reservoir alarm functioned properly during testing. The pump passed the delivery accuracy test. The pump was received with intermittent button response during testing due to a flattened dome switch on the up arrow button. The lcd connector was inspected and no anomaly was noted. The pump was also received with minor scratches on the lcd window, a broken reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that buttons did not feel as they were pressing down correctly. Caller also reported that insulin pump was not alarming when reservoir was low and was not delivering insulin when reservoir was low. Customer's blood glucose was 245 mg/dl. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller was advised that insulin pump would need to be replaced.